Event description:
It was reported that, during a meniscus repair, the spring of a fast-fix 360 did not spring back after the first shot, and the t2 failed to be fired. T1 was successfully removed from the patient with tweezers. Surgery was completed with a back-up device, instead. There was no surgical delay, and no further complications were reported. Patient's status is fine.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: h11. H3, h6: the reported device was received for evaluation. A visual inspection revealed it was not returned with any original packaging. The t1, t2, and suture were not returned. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A functional evaluation was performed on the returned device and found the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.